Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they had an infection on their cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.